Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the bearings of the crani-attachment device were worn. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the tip of the craniotome device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subsequent follow-up with the customer, additional information was received from the reporter. It was further reported that "the guard of dura mater was broken". If additional information should become available, a supplemental medwatch report will be submitted accordingly. It was inadvertently documented in the previous medwatch report that the root cause of the condition was due to premature wear. The actual root cause has been updated to normal wear.